Event description:
Five (5) through quality complaints received in 2009 for cracked and broken syringes. Physicians and pt have reported finding cracked syringes prior to product use and syringe breakage during product use. Complaints are from multiple lots of product and do not indicate a trend or issue with any individual lot. We are not aware of any injury to the pt as a result of these incidents. (B)(4) - lot rc0065a - physician reported syringe broke during injection. (B)(4) - lot rc0104a physician reported syringe was cracked - (B)(4) - lot unk - physician reported syringe broke during injection. (B)(4) - lot rc0131a - physician reported syringe observed to be cracked - product was not used. Complaint (B)(4) - lot rc0073a - pt reported syringe cracked during injection.date of event: (B)(6) 2009.

Manufacturer narrative:
Complaint key: (B)(4), lot# rc0065a, (B)(4), sample returned to mfg: yes (03/16/2009). (B)(4), lot#: rc0104a, (B)(4), sample returned to mfg: yes (06/01/2009). (B)(4), lot#: unk, (B)(4), sample returned to mfg: no. (B)(4), lot#: rc0131a, (B)(4), sample returned to mfg: yes (07/29/09). (B)(4), lot#: rc0073a, (B)(4), sample returned to mfg: no. Additional lot#s, additional exp dates: lot#: rc0104a, exp date: 05/2010. Lot#: rc0131a, exp date: 06/2010. Lot#: rc0073a, exp date: 01/2010. A risk assessment was conducted by the manufacturer, btg, which concludes that the risk of cracked syringes is low and that actions have been taken to reduce this risk. A copy of the risk assessment is included with this submission.